Event description:
Intuitive surgical robotic harmonic ace 480275 scalpel being used during surgery for a hiatal hernia repair. Piece broke off while in use. Piece retrieved by surgeon. Broken instrument replaced with new instrument. No harm to patient. Manufacturer response for system, surgical, computer controlled instrument, none (per site reporter). Nothing yet.